Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing and noise were observed on the right atrial (ra) lead. The lead is still in use but a lead revision procedure is planned. No patient complications have been reported as a result of this event.